Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive investigation. A suture break as reported can be influenced by, but is not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all suture lots undergo sampling, suture diameter inspection, and suture tensile testing. All proglide devices undergo multiple suture-related inspections, including but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damages or kinks. At final inspection, all devices undergo inspections to verify the suture is not damaged or deformed. A sample of devices from each lot must be successfully functionally deployed as part of lot release testing. A suture break can occur when the suture is nicked by a rotating suture trimmer, thumb knob is released and the gate is closed on the suture, quick, jerky motion is used to apply tension on suture vs. Slow consistent increasing tension, or pulling laterally or medially on suture limb vs. Pulling coaxially to suture trimmer. There was no reported abnormal user technique. There was no reported indication that any patient conditions were associated with the suture breakage. Based on the reported information and the inspection criteria, a definitive cause for the suture breakage and associated patient effects could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, the suture broke when using the knot pusher to advance the knot down to the artery wall. The knot was locked using the non-rail and a successful closure of the artery was achieved when applying a bit of manual arterial compression. A 6fr sheath was used. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.